Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported with the use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes there was an issue with reinjection from device to patient. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other.

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes there was an issue with reinjection from device to patient. There was no report of injury or medical intervention.